Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run incoming functional testing) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 203 (pulse test fault). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The shorted c1 capacitor caused damage to the l1, l2 and d1 components on the computer/analog pca. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to run incoming functional testing.